Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-00991. The reported complaint was confirmed. The srt performed a functional test and observed the customer saw unit to operate strenuously when attached to service test equipment. The srt performed internal inspection and observed the cam/gear assembly to have faulty bearings, does not operate smoothly. He replaced the cam/gear assembly and performed verification/release testing of sternal saw. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center (refer to emdr #1828100-2015-00991), the cam/gear assembly has faulty bearings on the sternal saw. There was no patient involvement.